Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized for elevated blood glucose (bg) levels on (B)(6) 2016; however, no specific bg levels were provided. Customer reported that they were treated with manual insulin injections while in the ER. At the time of the initial call with tandem technical support on (B)(6) 2016, customer declined to answer additional questions and requested follow-up at a later time. Troubleshooting between contact and tandem technical support on (B)(6) 2016 did not reveal any anomaly with pump performance. Multiple attempts were made by tandem's technical support to obtain additional information from the customer; however, no additional information regarding this event was provided.